Event description:
The caller reported that in the last month there was a pilot line that broke away from the tube. The tube was removed and the patient was re cannulated with another 5.5pdc.

Manufacturer narrative:
The lot number is unknown, and the tube was discarded. No analysis or conclusions can be drawn without the device or the lot number.